Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2022,senseonics was made aware of an incident where user experienced inaccuracies in sensor readings which leads to early sensor removal.

Manufacturer narrative:
Based on the initial escalation analysis, there was an infection around the insertion site, which likely contributed to the mismatch between the sensor readings and fingerstick measurements. The infection was recorded under complaint: (B)(4). It was reported that the hcp removed the sensor due to the infection and discarded it, therefore the RMA was for replacement only, no return. No further investigation was possible. As part of resolution, the RMA was authorized to offer the user a sensor replacement. H3. Device evaluated by manufacturer? No, not returned to manufacturer. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.